Event description:
It was reported that the pump was implanted on (B)(6) and the physician first saw fluid in the pocket (B)(6). The physician drained the fluid at that time. Then the patient was in the doctor's office on the date of this report with a collection of fluid in the pocket again. The physician drained the pocket again and was going to send the fluid for testing. The physician attempted to look at the catheter via x-ray; however, the catheter could not be visualized. The pump system was being used to deliver dilaudid. It was later reported that a catheter dye study was done on (B)(6) 2013, which showed a disconnection at the extension connection between the spinal segment and the pump segment. It was noted that during the original implant, the physician confirmed that the connection between the 2 sections of catheter had been secure. A catheter revision was performed and the physician had to do an exploration to locate the spinal segment. The spinal segment was found and the segments were connected with a revision kit. The physician "dissected" the affected connector post revision and broke it apart so all that was left was the pin. The patient was getting effective therapy.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).